Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 271 mg/dl at the time of hospitalization. The blood glucose value was 358 mg/dl. Customer also complained for lost serter. Customer was off the device prior to hospitalization for less than 48 hours. The product will not return for the analysis.